Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 110mm diameter abdominal aortic aneurysm. It was reported approximately 2 years post the index procedure, follow up CT identified a type ia endoleak. A subsequent aortogram revealed that there was approx. 1cm loss of seal from the top of the graft fabric to the lowest renal artery. A 32/49 aortic extension and 5 heli-fx endoanchors were implanted to gain a proximal seal zone. Post graft angiogram confirmed the endoleak was resolved. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.